Manufacturer narrative:
The pipeline flex devices will not be returned for evaluation as they remain implanted in the patient. Based on the information provided in the article, there did not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the reported information. Colby, g. P. Et al. (2017). Utilization of a novel, multi-durometer intracranial distal access catheter: nuances and experience in 110 consecutive cases of aneurysm flow diversion. Interventional neurology, 6(1-2), 90-104. Doi:10.1159/000456086. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after pipeline flex implantation. The purpose of this article was to report the first experience using the catalyst 5 distal access catheter for aneurysm treatment by pipeline flex flow diversion. The authors reviewed 110 cases of successful flow diversion; 92 patients were women, 18 were men, average age was 57 years. The article stated that out of the 110 patients, there was 1 major stroke, 1 minor stroke, and 1 intracranial hemorrhage (ich).